Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer reloaded the cartridge to resolve the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 125-140 mg/dl.